Event description:
The procedure was coil embolization for major aortopulmonary collateral artery (mapca). Characteristics of the vessel were not provided. During the procedure, while advancing an orbit galaxy(640cf0412/15592764, complaint product) in a turbo tracker (details unknown/stryker), there was severe resistance around 70cm from the middle of the microcatheter. The physician could not push the coil any further. He firstly withdrew and flashed both the orbit galaxy and the microcatheter with saline and re-inserted the same orbit galaxy and the same microcatheter, but he still experienced severe resistance. Then, the microcatheter was replaced for a new product of the same type, but the situation was the same. The orbit galaxy was safely removed from the patient and was replaced for a competitor's product (idc/boston scientific, details unknown), which was successfully placed in the target vessel using the 2nd microcatheter. Afterwards, the procedure was successfully completed and there was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: with the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.